Event description:
It was reported that the patient experienced a fall while pushing their sister in a wheelchair. Patient was unable to adjust stimulation and received a "call your doctor" elective replacement indicator (eri) message on the patient programmer. A longevity estimate revealed a 3 mos battery life. Additional information received reported that the patient's implantable neurostimulator was entering the end or life stage and that the fall had no impact on the stimulator. Additionally, it was reported that the patient will undergo and explant of their implantable neurostimulator due to premature battery failure (as reported by the physician).